Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states they had issues with their glucose monitoring system. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they had issues with their sensors. The customer was advised replacement sensors would be sent out. The customer's levels had been as low as 34mg/dl.